Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins). It was reported that patient was implanted the friday before the report for urgency. It was stated that patient was on 0.2 or something from the doctor and they increased stimulation to 3.7 where it was just little uncomfortable and then back down to 3.5 where it was comfortable. After 24 hours, patient could no longer feel stimulation and asked if it was normal. No further complications were reported.